Event description:
Meter name: basic, strip name: one touch, meter code: 6, strip code: 6, strip storage: correctly, symtpoms: customer has passed out. A patient reported because they were unable to get nothing but error messages, the customer stopped testing. The customer's insulin was still given and customer had a reaction of low blood sugar. Family member found patient passed out and was given orange juice. The meter allegedly would prompt message "not enough blood", read blood sample as control, and was inaccurately high. The result on their meter was 260 with the message control after it and 42 mg/dl after the orange jucie. No comparison. The time difference between patient's meter and no comparison. Treatment given was juice. No further information has been reported.